Event description:
The surgeon was dissecting the mesentery and the hand piece dissected, but did not seal the vessels. There was no patient injury.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and the device failure could not be duplicated. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release.the ascent healthcare solutions instructions for use states: "use the increase and decrease buttons on the generator to select the desired variable power level. Always use the lowest possible power setting needed to achieve the desired effect. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique."